Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after using the destination sheath for several minutes, the sheath lost its integrity and became soft. This caused the sheath to push back into the bifurcation on an up-and-over peripheral case. A second sheath was used, and this device also buckled. The patient was in stable condition. The procedure outcome was successful. There was no patient injury/medical or surgical intervention. Additional information was received on 15june2020: the procedure was completed using the second sheath.

Event description:
Additional information was received on 27july2020: the doctor accessed from the left common femoral to the right common femoral. There was an sfa (superficial femoral artery) cto (chronic total occlusion). The ds (destination) prolapsed into the aorta, as the doctor continued to push through with the sheath. Wire used was a gwa wire. There wasn't enough purchase of wire to track the sheath to proper positioning. A second sheath was used, and the same issue happened again. When the sheath was pulled out, the sheath was deformed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to the b5 section, to update the section h3, and to provide the completed investigation results. One unused 6 fr 45 cm destination sheath and dilator was received for product evaluation. The defective sample was not received; however, the components of the unused sample were mated when received. No other accessory components were returned. Microscopic images of the sheath and the dilator did not indicate any visual anomalies. The sheath shaft length was measured and found to be within specifications. The outer diameter of the sheath was measured and was also found to be within specifications. No other anomalies were noted with the returned components. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.